Manufacturer narrative:
(B)(4). Five companion samples were returned to the manufactuing plant for evaluation. Visual inspection as well as functional tests were performed on the samples. No defect was observed in the samples. Therefore, the reported condition was not confirmed. No assignable root cause could be determined. A batch review was performed on the reported lot with no deviations found. This issue has been escalated to CAPA.

Event description:
A customer reported to baxter (B)(4) a buretrol blood administration set in which air bubbles were observed in the inlet and blood bag when the nurse attempted to spike the blood bag. The alleged defect occurred during patient use. The set was immediately replaced and therapy continued. There were no reports of patient injury, medical intervention, or adverse events associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.